Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17580682l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. During the procedure, the smart touch bidirectional sf catheter experienced a temperature rise. A temperature error occurred. The generator was set to power control mode, 37 celsius and 40 watts. The temperature observed was 36 celsius. The impedance maximum cut off was set to 250 ohms and minimum cut off was set to 50 ohms. They used heparinized saline 1000 in 1 liter. The catheter was removed and char thrombus was noticed on the tip of the catheter. The cool flow tubing was reseated. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequences. The patient did not exhibit any neurological symptoms since the procedure was completed. The temperature issue was assessed as not reportable. Ablation at an undesirably high temperature was not indicated. The potential that this issue could cause or contribute to a death, serious injury, or other significant adverse event was remote. The char was also assessed as not reportable as it is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of a device malfunction. The thrombus depicted in addition to charring was assessed as a reportable malfunction since thrombus has poor adherence to catheters, it could be a potential source of embolism.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. During the procedure, the smart touch bidirectional sf catheter experienced a temperature rise. A temperature error occurred. The generator was set to power control mode, 37 celsius and 40 watts. The temperature observed was 36 celsius. They used heparinized saline 1000 in 1 liter. The catheter was removed and char thrombus was noticed on the tip of the catheter. The cool flow tubing was reseated. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequences. The patient did not exhibit any neurological symptoms since the procedure was completed. The returned device was visually inspected and during the first visual inspection it was found char on the catheter tip. However, during the second visual inspection no char was observed. This could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications. The catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char thrombus on the tip has been verified. However, the catheter functionality was found within specifications as no issues were observed. Additionally, char is a physical phenomenon of radiofrequency. It can be the normal result of the ablation process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/3/2017 and it was returned in the condition initially reported. Char was noted on the catheter tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).